Event description:
Patient reported providing letter of recommendation. Per the letter the dentist states the patient was seen for a periodontal eval for recession. Since patient started wearing byte aligners they noticed recession. The patient stated the aligners are irritating their gum tissue. It is recommended they stop wearing the aligners. Clinical findings, 4mm buccal recession on #10, 1mm recession. Treatment plan recommendation, 1-CT graft #10 and #11.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.